Event description:
It was reported that the implanted loop recorder (ilr) recorded two false asystole episodes. It was noted both episodes show some oversensing of noise and also undersensing of the qrs. The ilr remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).